Event description:
Poor pattern of stimulation by the implanted spinal cord stimulator. X-ray of the spine showed a migrated electrode. The pt underwent surgical revision during which a corroded electrode was found. 10 mos later the pt complained of severe pain at the site of implantation. The pt underwent 3rd surgical procedure: rust and corrosion of the receiver was found. The entire system was removed.